Event description:
It was reported to patient services by this patient that this lead feels like it is coming out. Does not feel like his first implant. No other information is known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).